Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin pump error alarm noted. Pump error alarm and hardware low level failure alarm (variable 14) confirmed in the pump history, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarms and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.